Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the stapling of the rectum on a laparoscopic sigmoid resection procedure, when the stapler was fired, half of the staple line was ok but rest was missing - there were no staples and no cut. This resulted to a tear in the rectum while stapling. The tissue was stitched and an installation of a temporary anus praeter (colostomy) was done to complete the case. This caused an extension of more than 30 minutes to the surgical time.